Event description:
It was reported that when switching on, the cardiosave intra-aortic balloon pump (iabp) unit overheats and switches off immediately. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse did not reproduce the issue. The fse cleaned the fan and heat sink on the video generator board. All functional and safety checks to meet factory specifications. The device was handed over to the customer.

Event description:
N/a.